Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that there was a intermittent power issue with the pump. The patient stated that they had a blood glucose (bg) of 371mg/dl with extreme thirst, excessive urination, symptoms of dehydration and trace ketones. The patient also takes asthma inhaler, xanax and has bronchiomalasia. The patient did not receive any treatment above and beyond the routine diabetes care. This report is being made due to the bg excursion the patient experienced due to an alleged power (intermittent power) issue.